Manufacturer narrative:
Analysis was performed by remote clinical support personnel which included remoting in and searching for data by bed label; however, there were no logs for that bed for the time indicated. Biomed indicated that they would investigate on their end to determine if the patient had been placed on the monitoring system at all. Multiple attempts were made to contact the customer to obtain additional information; however, no response was received. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number extension: (B)(6).

Event description:
It was reported the customer requested assistance retrieving data after the patient passed away. It was indicated the code blue was called in response to the patient's condition and the physician responsible did not respond because the pager did not work, so there was a delay in treatment.